Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed.

Event description:
It was reported that bd vacutainer® boric acid sodium borate/formate c&s urine tubes had no vacuum causing the tubes to underfill during use. No injury or medical intervention.